Event description:
It was reported by the customer that the device's tip was broken off. The tip breaking off during a procedure can cause an infection risk. There was no known patient impact or delay to the procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the device's tip was broken off. The tip breaking off during a procedure can cause an infection risk. There was no known patient impact or delay to the procedure.